Event description:
Rptr alleged the customer obtained a result of 275 mg/dl on the advantage system with expired strips and took about 16 units of humalog based on the result. Rptr stated that 2.5 hours later, he began having hypoglycemic symptoms and obtained a result of 261 mg/dl on the same advantage system with the expired strips. Rptr stated she treated the customer with juice, peanut butter, and graham crackers. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.